Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including pain, additional surgery and permanent injury. No lot number has been provided; therefore, a review of the manufacturing records is not possible. As specific implant date and event dates were not provided, the date of implant and date of event are considered to be a best estimate as (B)(6) 2015 and (B)(6) 2020. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Not returned.

Event description:
Attorney alleges that on or about (B)(6) 2018, the patient underwent surgery and received an unspecified bard mesh (bard flat mesh) for hernia repair. Attorney alleges that the patient suffered severe pain, including heart and stomach issues pain, and complications caused by the medical device. The device was a hernia mesh product. It is alleged that the patient sustained severe pain following the implantation. It is alleged that the patient continues to have problems caused by the product and underwent surgery in (B)(6) 2020 in an attempt to repair the mesh. It is alleged that the patient is scheduled for additional surgeries. It is alleged that "the product mesh was defective in many ways; mainly it was defectively designed and manufactured which allowed the patient's nerves and muscles became intertwined in the mesh causing excruciating pain, permanent injury and disfigurement". It is alleged that the patient was injured and has suffered certain permanent and personal injuries including, but not limited to, excruciating mental and physical pain and suffering.